Event description:
Baxter reported on incident of a blood leak with the psn 210 dialyzer. Incident occurred at the start of treatment and was noted by the baxter sps 1550 hemodialysis machine's blood leak alarm. Estimated blood loss was reported as 250 cc. Blood leak was confirmed visually in the dialysate near the arterial hansen. The dialyzer was changed using a dialyzer from the same lot and treatment was completed without incident. No clotting of the extracorporeal circuit was observed. No pt injury or medical intervention was reported per complaint coordinator.